Manufacturer narrative:
The physical device was not returned for investigation. User initiated log files for the controller serial numbers registered to the user were not available. A review of cloud data from the user on the date of occurrence (01may2025) was performed. The cloud data showed one instance of a manual insulin suspension from 00:19 to 01:12 on 01may2025. The data showed no increase in total pulse count from the pod and no manual basal or automated microbolus delivery during this period. Review of the cloud data showed no evidence of a pod delivering insulin while insulin delivery was suspended. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported 30apr2025 she delivered a bolus around 7:34pm, then went to bed at 10pm. She reported experiencing low blood glucose levels around 12am. She reported switching to manual mode and pausing insulin delivery with her omnipod system at 12:19am. Her blood glucose level was reported to be 87 mg/dl, and she stated once her glucose declines to less than 100 mg/dl it decreased quick. The patient reporting eating food and at 1:13am her blood glucose was 118 mg/dl. It was noted that the patient's physician had recently changed their I:c (insulin to carbohydrate ratio) from 1 unit per 7 grams to 1 unit per 5 grams, which would increase the amount of bolus insulin given for carbohydrates. Patient reported her omnipod system was showing iob (insulin on board) of 0 units. No medical attention or treatment was required for the alleged event.